Event description:
Healthcare professional reported left side exchange due to recall. During explant surgery, a hole was found in the valve. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device valve leak and/or damage: not observed damage in the valve. In the valve are make two test first leak test and not have openings and the fill test and don¿t found damage. Additional observations: observed, an opening device assessed as surgical damage. Brown particles in the surface of the shell. Crease in the surface of the shell. Calcification white in the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with textured product.